Event description:
It was reported that this left ventricular (lv) lead recorded high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and recommended the lv lead replacement. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device and impact codes, section h.

Event description:
It was reported that this left ventricular (lv) lead recorded high out of range pacing impedance measurements during an in-clinic visit. Technical services (ts) reviewed the device data and recommended the lv lead replacement. No adverse patient effects were reported. This lv lead remains in service. Additional information was provided that this lv lead potentially exhibited loss of capture (loc), ts indicated that all lv pacing vectors had failed capture testing, and an attempted lead and system revision procedure was unsuccessful due to venous occlusion, followed by an unsuccessful attempt at alternative pacing. Subsequent device interrogation demonstrated no capture in the lv tip-to-ring configuration with high impedance, while successful lv capture was achieved using an lv tip-to-right ventricular (rv) configuration at low output. The device was programmed accordingly, and the patient was reported to be recovering. No adverse patient effects were reported. This lv lead remains in service.